Event description:
It was reported that the balloon ruptured. No patient injury was reported.

Manufacturer narrative:
Other, the investigation of the complaint was limited because no sample was returned. Several device history records were reviewed and showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use(IFU). Root cause of this incident remains unknown because based on information which were provided it is not clear when the cuff leak was observed - prior use (identified during inflation test which is described in IFU) or during use (after inflation test). The allegation was not confirmed. No trend of confirmed complaints in relation with this issue was identified. G5 PMA/510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).